Manufacturer narrative:
No patient involved. Medtronic representative went to the site to test the equipment. The manufacturer representative determine that the symptom is due from staff accidentally running image acquisition system into a solid object and damaging door mechanism. The lower right door switch not making complete connection when door closed. Adjusted door mechanism. The system then passed checkout and performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the site was doing some testing of 2d images with the imaging system and it was noted that when the gantry was closed the system was still stating that it was open. No patient was present.